Event description:
It was reported during a percutaneous coronary intervention, stent damage occurred. The 94% stenosed, 22.7mm in length, eccentric and de novo target lesion was located in the non tortuous and severely calcified 4.0mm in diameter right coronary artery. A 6f non bsc guide catheter was used. After the 0.014mm non bsc guide wire crossed the lesion, a 3.5mm x 20mm unspecified balloon catheter was used to predilate the lesion. Stenosis immediately after predilation was 57.8%. Then a 24mm x 4.00mm omega stent was advanced but the device was not able to cross the target lesion. The device was removed and it was noticed that stent was deformed. The procedure was completed using a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).